Event description:
It was reported that the cord of this device was split where it goes into the unit. On receipt of the device for evaluation it was observed that the mains cord was damaged leading to exposed wires. The IFU for this device contains the warning 'the power supply cord cannot be replaced by the user. In case the power supply cord becomes damaged, contact philips respironics customer service for replacement (there is no service option)'. No patient harm or death has been reported and the device is not life sustaining/supporting. (B)(4).